Event description:
It was further reported that vascular access was obtained via a contralateral approach. The target lesion was 100% stenosed and 25 cm long. The target vessel was calcified. The lesion was predilated with a 3mm x 170 cm balloon catheter. The stent was placed subintimally.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a stent partial deployment occurred. The lesion being treated was located in the superficial femoral artery (sfa). Vascular access was obtained via a contralateral approach. The target lesion was 100% stenosed and 25 cm long. The target vessel was calcified. The lesion was predilated with a 3mm x 170 cm balloon catheter. The stent was placed subintimally. The physician started the deployment of the stent with the thumb wheel as far as he could. Then he wanted to continue the deployment with the pull grip, but this had come loose so he could not deploy the stent completely. The physician then pulled back the entire system into the non-bsc sheath, but this was very difficult because 8 cm of the stent was still opened. No patient complications were reported, but the procedure was not completed due to this event. It was further reported that vascular access was obtained via a contralateral approach. The target lesion was 100% stenosed and 25 cm long. The target vessel was calcified. The lesion was predilated with a 3mm x 170 cm balloon catheter. The stent was placed subintimally.

Manufacturer narrative:
Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. There was 174mm of stent still constrained within the middle sheath (deployment sheath). Therefore about 30mm of stent was deployed before deployment stopped. This is different than what is stated in the event description, which stated 8cm of the stent, was out. This difference is possible if the distal end of the stent was anchored in the artery and the device was placed in tension, severely stretching the already deployed 30mm of the stent to 80mm. The handle housing was received disassemble and all components removed. The retainer component was separated from the rack component. This is the location of the tensile failure on the device. The stent and delivery system was pulled proximally into the guide sheath. However since 30mm of the stent had been deployed and the tolerance stack up between the guide sheath ID, stent thickness, and catheter tip od, the entire stent could not be pulled into the guide sheath. The distal end of the stent was missing. There were many buckles and signs of compression on the outer sheath. The following shaft dimensions were measured: outer shaft od and ID, middle sheath od and ID, proximal inner bumper od, all meeting print specifications. The rack, thumbwheel (moved freely in handle when reassembled), inner liner clip and the handle housings were visually inspected and found to be acceptable. Silicone coating was evaluated using icp to detect the present of silicone. Silicone was detected in the distal stent region; with a result of under the quantitative limit over 200mm of shaft. The quantitative limit of the test method is 5ug. The detect limit of the test method is 1ug. The distal region just proximal of the stent had not silicone detected with the amount of silicone detected being under the detect limit of 1ug. The proximal region of the middle sheath also showed the presence of silicone over 160mm of shaft with an amount of 13.97 ug. Since the result for the two distal sections of shafts was under the quantitative limit an exact amount of detect silicone was not obtained. There is no specification for the minimum amount of required silicone in the middle sheath ID. Inductively coupled plasma mass spectrometry (icp) was conducted on various sections of the returned device as a general detection method to determine if silicone was present on the middle shaft. The icp results demonstrated the presence of silicone in the middle shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a stent partial deployment occurred. The lesion being treated was located in the superficial femoral artery (sfa). The physician started the deployment of the stent with the thumb wheel as far as he could. Then he wanted to continue the deployment with the pull grip, but this had come loose so he could not deploy the stent completely. The physician then pulled back the entire system into the non-bsc sheath, but this was very difficult because 8 cm of the stent was still opened. No patient complications were reported, but the procedure was not completed due to this event.